Event description:
Customer reported an issue where the touch screen was slow to respond. There was no adverse impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support, so no additional actions were taken or information obtained.